Manufacturer narrative:
(B)(4). Pump was received with a pump error alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to verify pump error 43 alarm and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error alarm alarms. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer was able to clear the alarm. Customer was able to rewound the insulin pump. Insulin pump passed displacement test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.